Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported both leads had migrated. To address the issue, patient underwent surgical intervention wherein one lead was explanted and replaced while the other lead was repositioned. Effective therapy was restored post-op.